Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon was unable to deflate. The 75% stenotic lesion was located in the proximal to mid left anterior descending (lad) artery. The balloon was inflated twice, both times to 2 atms. On the third inflation, the balloon was inflated to 6 atms, but would not deflate. The physician was able to withdraw the balloon out of the patient without deflation. Two stents from another manufacturer were deployed in the mid and proximal lad. After deployment of the stents, a perforation at the proximal lad was noted. An express stent was deployed to stop the bleeding. Under fluoroscopy, the physician was unable to confirm blood flow to the diagonal branch. The physician believed there was a thrombus present. An attempt was made to aspirate the thrombus and to dilate the vessel; both were unsuccessful. Another attempt was made to dilate the vessel with another MFR's balloon. The pt's blood pressure decreased and an iabp was inserted. The physician attempted for a third time to dilate the vessel and to aspirate, but was unsuccessful. The pt was transported to another hospital for a surgical procedure. The physician commented that "the perforation, occlusion of the d1, iabp insertion and additional surgery were not related to maverick2 monorail balloon deflation difficulties." Patient status listed as "good".